Manufacturer narrative:
This report is being supplemented to provide a correction with information inadvertently left out b5.

Event description:
It was reported that the patient was under general anesthesia at the time of the delay. No patient injury due to the device malfunction.

Event description:
It was reported that the issue occurred during the middle of a gynecological procedure. The tip of the resecting ring was observed to be broken.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's (lm) investigation. The device was evaluated by olympus, and the electric cutting ring was broken at the root. Also, it was observed from the cross-section of the electrode ring, the tip of the electric cutting ring was broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the reported event was caused by user mishandling and excessive force. The event can be detected/prevented by following the instructions for use (IFU) which states: ¿please visually inspect before use. Cutting rings that are disconnected, broken, or have irregular shapes can pose a danger to patients and surgeons. Such instruments should not be used.¿ ¿do not attempt to bend irregularly shaped cutting rings to restore their shape, as there is a risk of breakage during use.¿ ¿this product may experience varying degrees of wear and tear depending on its frequency of use, thereby reducing its strength.¿ this supplemental report includes additional information received from the customer. Updated accordingly. Also, an update has been made from the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the high-frequency resection electrode ring fell off into the patient's body and it was retrieved. The issue occurred during a therapeutic procedure completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.